Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the x-axis of the collimator was found to be stuck in the open position. The x-collimator was then relisted and home was invalidated which restored functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not boot. It was reported that the system displayed a collimator initialization error on the pendant. There was no patient present when this issue was identified.